Event description:
The device was being used on a patient in respiratory arrest with multiple pre-existing conditions for approximately 20 minutes. It was reported that the device then powered itself off spontaneously and restarted immediately. The crew continued monitoring the patient and approximately 40 minutes later the same issue reoccurred again. The patient was successfully delivered to the hospital. However, the patient's outcome at the hospital was not reported.

Manufacturer narrative:
(B) (4): physio-control evaluated the device; however, the reported failure was not duplicated. Proper device operation was confirmed during functional and performance testing. The device will be returned to the customer. The cause of the reported failure was not determined.